Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to remove from the anatomy was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficult to remove from the guiding catheter was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the mildly tortuous, moderately calcified, stenosed anatomy and interaction with the guiding catheter resulted in the reported difficulty to remove. Manipulation of the device resulted in the noted stretched coil and ultimately resulted in the reported core detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, moderately calcified, 80% stenosed de novo lesion, in the mid left anterior descending coronary artery. During removal of the balance middleweight (bmw) guide wire, resistance was felt with the guide catheter and with the anatomy, the guide wire core separated inside the guide catheter. The guide wire and guide catheter were removed together as a single unit. A sion blue guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.